Event description:
The distributor reported that the pump screen was "black". No additional information regarding the function of the pump was provided.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.